Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the "up" button on the personal diabetes manager (pdm) was not working. This the issue started in (B)(6) 2020. It was reported that on (B)(6) 2021, the patient had high blood glucose levels and was admitted to the hospital for diabetic ketoacidosis (dka). The patient was treated with intravenous therapy with insulin and fluids. Patient was admitted for 4 days.